Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a normal follow up, oversensing of noise was observed. No anomalies were observed on the lead so the physician elected to change out the device. No further issues have been reported. No further information is available.